Manufacturer narrative:
Device will not be returned. If additional information is received it will be provided on a supplemental report. Device will not be returned.

Event description:
It was reported that surgeon glove was cut by device, device was then found to have a small piece of plastic handle missing.

Manufacturer narrative:
Evaluation summary: the device in question was not returned. The event could not be confirmed. A root cause could not be determined. Deviations in the inspection documents were not found. The review of the risk assessment for the failure mode indicated the issue was addressed adequately as no discrepancies were identified, therefore no corrective actions were deemed necessary at this time. The surgeon has device in possession and not relinquished it. The customer should be informed not to use the alleged damaged device any longer. The device was not returned for investigation. If the device or other substantive, relevant information will become available the investigation can be reopened.

Event description:
It was reported that surgeon glove was cut by device, device was then found to have a small piece of plastic handle missing.